Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the entire device system was explanted and not replaced. It was further stated that the event was related to surgery/anesthesia. The outcome was resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial #: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 37083-60, serial #: (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 09100-60, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 09100-60, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 37083-60, serial/lot #: (B)(4), ubd: 16-may-2022, UDI#: (B)(4). Product ID: 37083-60, serial/lot #: (B)(4), ubd: 16-may-2022, UDI#: (B)(4). Product ID: 09100-60, serial/lot #: (B)(4), ubd: 28-jun-2022, UDI#: (B)(4). Product ID: 09100-60, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there was swelling, exuding fluids, wound dehiscence, and weeping wound in the area of the ins and at the caudal wound. Clinical diagnosis was wound healing disorders. Laboratory testing found crp (c-reactive protein) value increased on (B)(6) 2019. The event resulted in an unscheduled clinic or office visit and in-patient hospitalization. The entire device system was explanted and replaced. The outcome was resolved without sequelae on (B)(6) 2019. The event was possibly related to the device or therapy, and related to the implant procedure. No further complications were reported or anticipated.